Manufacturer narrative:
Reasonable attempts were made to obtain the complete patient treatment records and patient photographs; however, none were provided. A review of lumenis subject device service records found that preventive maintenance had been performed regularly by lumenis; however, the user facility does not currently retain a service contract with lumenis. The user facility declined service of the subject device therefore no examination of the subject device occurred after the reported incidents. Although no information was provided by the user facility regarding recent third-party service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse events. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis healthcare professional evaluated the reported treatment settings concluding the information provided was insufficient to make a determination of cause. User facility declined service

Event description:
It was reported that two patients sustained second degree burns to the lip and chin areas respectively following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that both patients had sun exposure prior to treatment. No information regarding medical intervention to preclude serious injury was received.